Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, on cystic artery ligation, while introducing the reusable instrumental lap 10mm ligation device onto the 12mm port, the seal of the trocar broke and small pieces of plastic from the seal of the trocar fell onto the abdominal cavity and were retrieved with grasper. There was no patient injury.